Event description:
The surgeon attempted to articulate the stapler, but the stapler would not hold its position. Stapler was not used on the patient. Manufacturer response for stapler powered plus echelon flex-, (brand not provided) (per site reporter): took a description of the problem, issued rga#, and sent a return kit; will send replacement product.